Manufacturer narrative:
Patient information is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit stopped ventilating and displayed a "patient disconnect" message. The patient was reportedly bagged manually and switched to another machine to complete the case. There was no reported patient injury.